Manufacturer narrative:
(B)(4). The event is still under investigation.

Event description:
During an arthrectomy and balloon angioplasty procedure, while physician was putting in the needle, it was bending due to the pts' anatomy. The physician had to dilate using the 5 through 10 dilators to get the sheath to advance. When the sheath was being pulled out it was noted it was stretching and then broke. The pt was transferred to surgery to have the piece of catheter removed. Post operation the pt was doing fine. No harm to the pt.